Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It had been reported that the rigid video laparoscope¿s camera had stopped working. The event occurred during inspection for use. There were no reports of patient involvement.